Event description:
It was reported that the ventricular lead impedance has been increasing and is now high. The device was reprogrammed about a month ago. Now, both the unipolar and bipolar impedance values are high. The lead is still in use. The patient will be consulting with the physician regarding a possible lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.